Event description:
The hospital reported a system malfunction error during a case resulting in a loss of mechanical ventilation. The unit was replaced and case completed. There was no patient injury reported.

Manufacturer narrative:
The anesthesia control board (acb) and the cable between the acb board and the display unit was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.